Manufacturer narrative:
B2 date of death - estimated as death was reported to have occurred in (B)(6) 2023. B3 date of event - estimated as death was reported to have occurred in (B)(6) 2023.

Event description:
It was reported a patient death occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed, and a 33mm watchman laa closure device was implanted. In (B)(6) 2023, the patient experienced a stroke and died. No further information is available at this time. It was further reported the patient experienced headache and vomiting prior to being hospitalized in (B)(6)2023. The patient cause of death was identified as a right m1 occlusion of the middle cerebral artery and a large, hemorrhagic, acute infarct of the right cerebral hemisphere.

Event description:
It was reported a patient death occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed, and a 33mm watchman laa closure device was implanted. In (B)(6) 2023, the patient experienced a stroke and died. No further information is available at this time.

Manufacturer narrative:
B2: date of death - estimated as death was reported to have occurred in (B)(6) 2023. B3: date of event - estimated as death was reported to have occurred in(B)(6) 2023.